Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged heart failure while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the heart failure while using the devicean issue related to a CPAP device's . Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigations the manufacturer observed that mineral-like deposits on the blower motor which suggests water ingress. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Manufacturer was not able to confirm the complaint or address the symptoms specified. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer applied power to the device and verified airflow. Section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Sections d8, d9, h2, h3, h6 has been updated in this report.